Event description:
User facility reports damaged electric elevator base on cosycot infant warmer-left rear leg cracked, failed during clinical use. No patient injury reported-infant transferred to another infant warmer for continued care.

Manufacturer narrative:
This report was prepared by rep. The cosycot infant warmer is mounted on a wheeled base which incorporates 4 glass-fiber reinforced plastic legs. The issue of cracking legs is related to accessory loading of the cosycot at or beyond its maximum recommended weight. We are intending to issue a product notification to all cosycot customers stating, that we have revised the maximum weight down to 115kg (from 130kg) and that customers should check the weight of accessories attached to their cosycot to ensure that it is within this limit. We will provide a follow-up report regarding this intended corrective action.